Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection revealed numerous kinks throughout the body from distal to proximal. The wire returned detached at 33cm from distal to proximal, additionally the tip was found bent. Device-to-device interaction test confirmed that the signal was not present. The ffr link, the signal strength led showed a yellow/orange light and the zeroed led showed a blinking red light, indicating that the wire was not working appropriately. Functional test confirmed no modulation (0%) for this device.

Event description:
Reportable based on device analysis completed on 31jul2025. It was reported that the device had a defect in the sensor. There were no pressure waveforms. The device was changed, and the procedure was completed with no complications. However, device analysis revealed wire detachment.